Manufacturer narrative:
The ge rep performed an on site investigation. The receptacle to the monitor was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the left monitor did not display image. No report of pt injury.